Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received an off no power alarm without receiving a low battery alert. Customer's blood glucose was 12 mmol/l.

Manufacturer narrative:
The insulin pump was received with blank display. The problem was isolated to mother board. Unable to confirm off no power anomaly due to mother board defects. The insulin pump was received with cracked reservoir tube lip noted.